Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the dexcom user guide: ¿taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may affect the g6 readings.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 260 mg/dl, and the meter bg reading was 35 mg/dl. Reportedly, the customer administered a correction bolus via the pump to address the bg resulting in a low bg of 35 mg/dl. Reportedly, an ambulance was called and the customer was transported to the emergency room and subsequently hospitalized. While in the hospital, the customer received treatment of intravenous fluids of saline and insulin. The customer was released (B)(6) 2021 with no permanent damage. No additional patient or event information was available. Reportedly, the customer took acetaminophen. A replacement sensor was sent to the customer.